Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Paresthesia: unable to observe. Pain: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
E:1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: paresthesia, pain, rupture.

Event description:
Healthcare professional reported, right side "stinging. And pain on top of the breast. Noted, in the attached examination extracapsular rupture". Confirmed via ultrasound and mammogram. Device remains implanted.